Event description:
During servicing it was noted that the battery pca pins were bent on the device. Device evaluation: the device was returned to the philips bench for repair and evaluation. The bench technician was able to confirm the issue and isolated it to the battery pca. There is no indication of patient involvement.